Manufacturer narrative:
A full analysis of the data logs and the patient folder has been performed and this analysis concluded that all trajectories were implanted accurately at the entry point. The presumed inaccuracy was due to an poor quality fusion of the post-operative scan performed by the user. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) received text messages from surgeon user dr. (B)(6) where dr. (B)(6) noted that the last two seeg cases have been 'off at entrance and target'. Cr noted that a successful preventive maintenance passed in the past week.